Event description:
Additional information was received reporting that the reported size increase of the largest defect after sizing was from 5.0 mm to 9.6mm. The device embolization was confirmed via echocardiogram (echo). A snare was used to explant the device. It was confirmed that the patient did not experience any symptoms due to the event.

Manufacturer narrative:
Conclusion: an event of a device embolism was reported. The device was received for analysis and passed the visual inspection. All characteristics were within specifications. Visible contamination was noted. Functional testing revealed ballooning of the right atrial (ra) disc. After removal of ra patch the ballooning was no longer observed. It was concluded that the forces applied while retrieving the device may have impacted the condition of the device. A device history review (DHR) revealed no deviations. The device passed all visual and functional tests and met all specifications at the time of production. No deviations were found in the inspection protocol. Packaging and shipping were according to process. The environmental conditions were within limits during storage. It was reported that the patient had multiple defects. Per the instructions of use (IFU) the model of atrial septal defect (asd) occluder used would not be recommended for use with a patient with multiple defects. Based on the device investigation and the information provided it was concluded that the device embolism was likely due to use with a patient that had multiple defects, which is contraindicated in the IFU.

Manufacturer narrative:
The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to the implant of this 10 millimeter (mm) atrial septal defect (asd) occluder, the patient was in poor condition and had more than one defect. After sizing, the major defect increased in size. While implanting the device the physician noted that there was wiggle room and the device was loose during the pull test. The device was released and the procedure was completed without issue. Approximately one hour following implant of the device, the device was no longer in the implanted location. The patient was returned to surgery and the device was explanted. The physician elected to implant a patent foramen ovale (pfo) occluder to prevent making the defect larger. No further patient complications were reported.